Event description:
It was reported that this electrode exhibited oversensing on the secondary vector. Due to this, an inappropriate shock was delivered. The device was reprogrammed, and this electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: e1: initial reporter first name.

Event description:
It was reported that this electrode exhibited oversensing on the secondary vector. Due to this, an inappropriate shock was delivered. The device was reprogrammed, and this electrode remains in service. No adverse patient effects were reported.